Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the unit failed the transducer calibration. The fsr replaced the main printed circuit board assembly(pcba). The unit meets factory specifications. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator had a "xdcr fault" (transducer fault). It is unknown if there was patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the transducer failure of pt802.

Event description:
There was no patient involvement associated with the reported issue. The reported issue occurred during the user verification test.